Event description:
It was reported that an introducer sheath was wet inside the sterile package. The target lesions were unknown. An r/o sheath - 9fr x7cm n/g was selected for a drainage procedure. During preparation, it was noted that the sheath was wet inside the sterile package. The package has something greasy inside. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that there were no adhesion of foreign material including something greasy. The silicon oil adhered around the dilator tube and hemostatic valve of the sheath of appropriate quantity. The silicon oil did not adhere to other parts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an introducer sheath was wet inside the sterile package. The target lesions were unknown. An r/o sheath - 9fr x7cm n/g was selected for a drainage procedure. During preparation, it was noted that the sheath was wet inside the sterile package. The package has something greasy inside. No patient complications were reported and the patient's status is fine.